Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, the device key from the event unit was returned. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed a total of 27 activations. Of these, one recorded "reactivate switch released", which can happen when the user releases the fuse activation button before the sealing cycle is complete; however, this was noted to be on an earlier activation, and unrelated to the event. The root cause of insufficient hemostasis remains unknown as engineering was unable to replicate the event without the subject device. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) report to mitigate insufficient hemostasis. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Left chest sentinel node biopsy- "activation 22 seal time seemed short and when the doctor went to cut the lymphatic tissue bleeding occurred. " type of intervention: used bovie pen to stop the bleeding patient status: no patient injury.